Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level above 300 (mg/dl) and possibly ketones. The infusion site was changed and a correction bolus delivered to address bg levels. Troubleshooting with tandem technical support was declined. It was indicated that the customer's health care provider would be contacted.